Event description:
It was reported that the 9900 system would not boot up. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The charger board was found to be defective. Board replaced at subsequent visit. The system was tested and found to be working as intended and placed back into service.